Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and capsular contracture baker grade iii-IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture baker grade iii-IV and rupture.

Event description:
Healthcare professional reported for left side "capsular contracture, baker grade iii-IV", "radial folds", "in both axillary regions the presence of adenomegaly with an inflammatory appearance", "signs of implant wear", "inflammatory ganglia, so the clinical suspicion of rupture is very likely". The device remains implanted. The patient was treated with antibiotic, anti-inflammatory, diuretic, muscle relaxant.